Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a difference between the blood glucose readings versus the sensor glucose readings. Customer stated that the sensor was reading 180 mg/dl and the blood glucose reading was 400 mg/dl. No further information reported.